Event description:
The customer reported that the system failed to power to a usable state and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hv inverter was evaluated and identified as requiring replacement. The customer determined to not continue the repair as the system was to be removed from service in the near future. No conclusion can be drawn as further repair information is unavailable at this time and no additional service information was provided.